Event description:
Pt complains that when they are using the mask and roll over during sleep, the exhalation port gets blocked. They wake up with their heart pounding and they are gasping for air. This has happened 2-3 times now. Faulty design of the mask.